Event description:
Early st jude trifecta valve failure, original surgery (B)(6) 2017, redo surgery (B)(6) 2023. Status post bioprosthetic aortic valve replacement with a 27-mm st. Jude trifecta (bovine pericardial) valve, (B)(6) 2017. There is severe prosthetic aortic valve regurgitation, secondary to structural valve degeneration involving the right coronary cusp.